Manufacturer narrative:
(B)(4). Multiple mdrs were filed for this event. Please see associated: 0001825034 -2019 -03983. UDI #: (B)(4) report source: foreign; event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the device would not lock in on the back table. No significant delay to surgery. No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the ringlock was bent and the lip of the bearing was damaged. Dimensional analysis was performed on the ringlock and was found to be confirming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing of bearing. It should be noted it was reported that humeral bearing assembly tool was not used during the assembly of the complaint tray and bearing. A definitive root cause cannot be determined. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.